Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02609. It was reported that the patient experienced ineffective stimulation. X-ray confirmed that the :5 lead had fractured and l2 lead migrated. As such, surgical intervention took place on (B)(6) 2022 wherein the leads wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was confirmed. Note: a portion of l5 lead broke and is left implanted in the patient tissue. Related manufacturer reference number: 1627487-2022-02611.